Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that for the past few months when she changes out her reservoir a piece of the tubing connector breaks off. The infusion set lasts the full three days. The issue has occurred during the last eight to nine infusion set changes. There are cracks on the reservoir compartment. During troubleshooting, it was discovered that customer was not fully turning the tubing connector counter clockwise when removing it. She was advised to turn the tubing connector fully when changing infusion sets. Due to the physical damage to the device, customer was advised the device needs to be replaced. Customer's blood glucose was 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corners and reservoir tube lip. The device also was received with minor scratched lcd window. No broken pieces noted at the reservoir tube.